Manufacturer narrative:
E1: initial reporter additional phone no.: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown access set had unscrewed from the patient's catheter. The issue occurred during zosyn infusion. There was no report of patient injury or medical intervention associated with this event.